Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that delivered inappropriate shocks due to incorrect interpretation of signal. No changes or intervention was reported. The patient condition is unknown.